Manufacturer narrative:
H3: analysis revealed that the complaint was confirmed. The optical bench was replaced and the returned unit had been characterized as extended pyramid volume. Unit had also passed outgoing product testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735821, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The returned psu powered up on the test bench without the green power light on. A check of the event log showed that sensor 1 temperature sensor was very intermittent. It was not possible to run an accuracy test (aak) due to the hardware fault. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the localizer faulted. Troubleshooting found that the ndi tool box indicated a new positioning sensor unit (psu). The psu was swapped with a functional psu and the issue resolved. There was no patient present when this issue was identified.